Manufacturer narrative:
Per FDA guidance for eua, a batch MDR is being submitted to represent all alleged samples, as results were not reported out. Furthermore, no data was provided. Roche received customer complaints alleging the generation of false negative influenza a (flu a) results and late flu a target CT values with the following cobas® sars-cov-2 & influenza a/b qualitative assay for use on the cobas® 6800/8800 systems in relation to other platforms. These allegations are specific to recently circulating mutations (single or double mutation) in h1n1pdm09 pertinent to the region of interest to the aforementioned tests. The identified mismatches have been increasing among h1n1pdm09 sequences deposited to the gisaid database. In silico analysis performed by the roche global surveillance team of available sequences within the gisaid database has identified two new single nucleotide polymorphisms (snps) within the region of interest of the cobas® sars-cov-2 & influenza a/b test for use on cobas® 6800/8800 systems. In vitro transcript model studies and testing cultured virus indicate there is impact on the test¿s sensitivity. The investigation is on-going. Consignees have been informed to monitor for negative influenza a results that are inconsistent with clinical presentation and/or other clinical and epidemiological information. Additionally, consignees are reminded to review the tests¿ instructions for use, specifically the intended use statements and procedural limitations sections, which provide guidance on how negative results should be utilized and mutations within the target regions of the tests can impact detection, respectively.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from canada observed discrepant results during a study using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas 68/8800 systems. The customer acquired influenza a h1 positive samples from the public health laboratory at the british columbia centre for disease control (bccdc). The samples were initially tested on the competitor assay at bccdc (details unknown) and generated influenza a positive results. The samples were retested on the cobas sars-cov-2 & influenza a/b assay and 5 samples were called negative. The results were not released. No harm was alleged.